Manufacturer narrative:
In the investigated complaint, the customer informed that the side rail was damaged due to use error, the patient was leaning on the barrier when getting out of bed. The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition that was mechanically damaged (the 2 out of 4 screws holding the side rail panel were ripped off) and circumstances in which the event occurred (the side rail was loaded by the patient who was leaning on it while getting out of bed). The instructions for use for citadel plus bed frame (IFU 831.374_en rev. 11) states that "the caregiver should always aid patient in exiting the bed." The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. The procedure how to transfer the patient from the bed is also described in the IFU. It is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. 4. Lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." The IFU include also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. To sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to partial detachment of the side rail which can lead to a patient fall. There was no patient involvement. No injury was claimed. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the malfunction of the citadel plus bed frame. The side rail partially detached, two out of four screws holding the panel to the metal plate were ripped off. The customer staff informed that the side rail was damaged due to use error - the patient was leaning on the barrier when getting out of bed. No injury was claimed.